Event description:
The event occurred on an unspecified date.

Manufacturer narrative:
The following items were provided from the customer for complaint investigaiton: -one used list# ac135 15 drop admin set -one new list# ac135 15 drop admin set -one new medikit supercath 5 20g, and one (1) new medikit supercath 5 18g. Each ac135 set was flow-tested to replicate clinical conditions. There were no issues priming, no leaks and no occlusions were observed, and flow was able to be established through the bag spike and each clave on both sets. The complaint of the set ceasing function was not replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5 - describe event or problem, d10 concomitant product and h6 health effect - impact code.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a 120" (305 cm) appx 15.8 ml, 15 drop admin set w/3 clave¿ clear, nanoclave¿ stopcock, 2 check valves, spin luer, 2 ext that experienced no flow during use. The reporter stated that the custom anesthesia set where the line primes fine and will administer fluid, suddenly stop working 1-2 hours in. This is very problematic as they have to pause patient care and change out the line, causing a pause in fluid delivery (which if anesthesia drugs are currently being administered could cause a major issue). They have three sets to send in for investigation. The anesthesia drugs and it's quantity used were unknown.